Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. Customer¿s current blood glucose level was 150 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump's retainer ring was loosed and had crack on screen. The customer stated that the reservoir was unable to lock into place sometimes. The insulin pump had cosmetic damage. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump received with cracked reservoir retainer. No crack on display window noted. The test reservoir stay locked in place noted. (B)(4).